Manufacturer narrative:
Additional information added; d.4,& d.11. No product will be returned per customer. No investigation was performed. The customer¿s report of tubing cracked on end could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the mini-bore IV tubing set cracked at the end that connects to the patient's IV, and the tip of the 60cc syringe broke off inside of the hub. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Correction-change g4 to 11/05/2019.

Event description:
It was reported that the mini-bore IV tubing set cracked at the end that connects to the patient's IV, and the tip of the 60cc syringe broke off inside of the hub. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that minibore IV tubing cracked at the end that connects to patient IV. And the tip of 60cc syringe broke off inside hub of same minibore tubing.